Event description:
Uninformed about the dangers and probable side effects of mcghan 68 saline-filled, silicone shell breast implants. Lot#1031779, sn# (B)(4), sn# (B)(4) 360cc overfilled to 400 by surgeon but was not informed until after placement. FDA safety report ID# (B)(4).